Event description:
It was reported; a surgeon discovered osteolysis in a patient with an optiplug. The patient has osteolysis "ditaly" of the femur stem. It has been followed up since 2011 and every year, they saw a small increase of the osteolysis area.

Manufacturer narrative:
The device will not be returned since it was implanted. Based on reported information, integra has initiated an investigation.